Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronics. Pump also had corroded motor home switch. Pump has minor scratched display window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to plunger coming out when customer was attempting to get the plunger rod out. Customer reported that insulin got into the reservoir compartment and display screen went blank immediately. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.